Event description:
(2/3, reference (B)(4) for related complaints) (documenting pump#2) information was received via medwatch report #mw5106290, report date: (B)(6) 2021, that generic ms3 syringes are extremely hard to pull and pull plunger. Patient also stated ms3 pumps 446477 and 442130 gave an alert empty but 0.8 ml medication remains in syringe. No further details provided.